Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent breast augmentation revision with 250cc mentor memorygel breast implants experienced suspected bilateral rupture post procedure. The patient could see the difference in her right breast and noticed a lump. Ultrasound and mammography were performed, and rupture was suspected a physician. Magnetic resonance imaging results are pending. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-14997 for contralateral prosthesis report.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6) 2021, mentor became aware that h1 (1. No. Of events summarized) was incorrectly populated in the initial report submitted on (B)(6) 2020. This field was populated in error, please disregard it.